Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving morphine and dilaudid (concentration and dose unknown) via an implanted infusion pump indicated for spinal pain indications. It was reported that the patient stated for the past couple of weeks they had been having trouble getting the handset to pair up with the communicator. The patient stated it was once in a while, but now it was getting worse. The patient then stated they had been trying to bolus since last night but the communicator would not stop blinking and the handset was saying not found and pt was having so much pain not being able to bolus. Patient stated the handset had not been dropped and had not gotten wet and stated the communicator was charged to green that morning. Agent had pt reset the communicator and on the handset toggle off/on bluetooth and location then power off/on handset. Pt then was able to connect to the pump and request/ receive bolus. Per the handset the communicator battery is showing 97%. Pt then stated as they were trying to bolus, the handset lags at 91%. Agent reviewed data and assisted pt in deleting data. Pt was able to connect to the pump with no lag. Pt will call back if they need further assistance. Additional information was received from a consumer. It was reported that the patient's pain and lagging issue were resolved after the data was cleared and patient was able to bolus.